Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had received multiple, intermittent occlusion alarms. There was no reported impact to the blood glucose. The customer declined tandem technical support's offer to troubleshoot.